Manufacturer narrative:
It was reported that there were 3 devices that failed. However, only one device is being returned, and information was only given regarding 1 failure. Merit will make a good faith effort to find out information on each of the 3 device failures. If information is obtained on the other 2 device failures, additional reports will be submitted. Methods: the device history record was reviewed. Conclusions: a review of the device history record revealed no significant anomalies. The returning device has not yet been received by merit for evaluation. A follow-up report will be submitted when the device has been returned and the investigation is complete.

Event description:
The complainant reported that while performing a coronary angiogram, air was coming into the syringe during aspiration. There was no air injected and no harm or injury to the patient or clinicians.